Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was placed and removed on (B)(6) 2011 in the right femoral artery in the cath lab. During aortic angiogram, the catheter burst outside of the pt, one inch from the hub 20cc at 10cc/sec at 540 psi. This was the 4th injection and the previous three were fine. There were no reported pt complications, injuries or death. No medical/surgical intervention was required. The pt outcome is listed as ok.